Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from their right ventricular (rv) lead. It was also noted the lead exhibited high thresholds and no sensing was observed in both bipolar and unipolar configuration. A chest x-ray revealed that the lead had dislodged. The lead was reprogrammed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.